Manufacturer narrative:
The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. After reviewing the procedural imagery, an acute intraprocedural slda of the second pascal ace device was confirmed. The device became hypermobile, attached to the anterior tricuspid valve leaflet and detached from the septal leaflet. There was interaction with the septal chords but no chord rupture or leaflet tissue damage. The possible root cause for the second device slda appears to be procedural, involving inadequate grasping of the septal leaflet, misinterpretation, and interaction with septal chords. Contributing factors include patient-related issues, such as an indentation of the septal leaflet at the landing zone, and imaging-related issues, such as inadequate view planes during leaflet capture. There is no evidence of interaction with the third pascal ace device. The complaint of "implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure" was confirmed with objective evidence. The imagery review indicated multiple grasping attempts due to inadequate insertion of the septal leaflet and inadequate reduction of tricuspid regurgitation, as observed with color doppler assessment. Additionally, inaccurate biplane images were used during the final grasping optimization of the septal leaflet. Based on extensive complaint investigations, these events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal/precision IFU and training materials provide adequate instructions on device usage and optimization prior to release.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure 3 devices were implanted successfully but, after positioning and grasping the third device, the second one moved strangely in direction of the first one. No difficulties were noted while grasping the leaflets. At first it was thought there was a single leaflet device attachment (slda) but after proper inspection it showed the second device was still attached. The device was still attached but moved uncommonly. Echo showed there was a leaflet perforation. Starting tricuspid regurgitation (tr) was grade 5 torrential with massive central gap and jet. Final tr was grade 3. As per the physician, it was unknown if the leaflet was damaged before. There was no changing of the tr grade but there was an eccentricity that was not there before. Patient was noted as to be in stable condition after the procedure. There were no further plans to treat the perforation. After internal review of imaging provided, there was confirmation of an acute intraprocedural single leaflet device attachment (slda) of the second pascal ace device, which detached from the septal leaflet. There appeared to be device interaction with the septal chords but no evidence of chord rupture or damage to the leaflets.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure three devices were implanted successfully. However, after positioning and grasping the third device, the second one moved in direction of the first one. No difficulties were noted while grasping the leaflets. The device was still attached but moved uncommonly. Echo showed there was a leaflet perforation. Starting tricuspid regurgitation was grade 5 with massive central gap and jet. Final tricuspid regurgitation was grade 3. As per the physician, it was unknown if the leaflet was damaged before. There was no changing of the tricuspid regurgitation grade but there was an eccentricity that was not there before. Patient was noted as to be in stable condition after the procedure. There were no further plans to treat the perforation.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.